Manufacturer narrative:
Returned catheter analysis found under microscope inspection indents, tubing separation and circular coring could be seen in the bottom of the cup of the sc connector consistent with the inner-diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector was leaking. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 96 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had alternating occurrences of overdose, withdrawal, overdose, and withdrawal which led clinicians to believe intermittent kinking and unkinking of catheter was occurring. Also, the catheter that was implanted had migrated down to t6 from original placement. Based on this presentation, a decision was made to replace the entire catheter. The date of the event was unknown. The complete catheter was explanted and replaced on (B)(6) 2016. Diagnostic testing/troubleshooting performed including results were unknown. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016, it was further reported by an hcp via a company representative that the patient had visited the clinic on (B)(6) 2016 and the patient¿s mother was reporting the patient was getting muscle tightness at that time. A 50 mcg bolus was programmed in the rehabilitation clinic on (B)(6) 2016 and the patient did not respond. It was further indicated that ap lateral x-rays taken on (B)(6) 2016 revealed unremarkable findings. A dye study and rotor study were also performed on (B)(6) 2016 and there was nothing indicating the system was not intact. On (B)(6) 2016, the infusion rate was increased from 115 mcg/day to 140 mcg/day. On (B)(6) 2016, the infusion rate was increased 140 mcg/day to 161 mcg/day. The patient however continued to have moments of increased tightness alternating with lethargy and somnolence which was indicated as having been reported by the patient¿s mother. The catheter was returned to the manufacturer. The patient¿s medical history included cerebral palsy, quadriplegia, and seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.